Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the console was on the spare circuit and part of the morning checks. When the nurse switched it on at the console, the s1 fail message appeared, the nurse switched it off/on, but the message was still there. The nurse then switched it on/off at the wall however the message stayed. No troubleshooting was done.

Event description:
It was reported that the console had a s1 fail.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console not passing its power-on self-test, causing an s1 alarm, was confirmed via the log file and via the console¿s functional analysis. The log file captured s1 alarms on (B)(6) 2025, occurring shortly after the console was powered on, and the system was not in patient use at these times. The alarms were correlated with a power button-related sub-fault, and issues with the console¿s power button may cause s1 alarms to occur. An s3: system fault alarm was also captured on (B)(6) 2025 with a sub-fault that suggested that the console¿s power button may have been briefly stuck. The returned centrimag console (serial number (B)(6) was functionally tested at the european distribution center where its power button was observed to feel slightly inconsistent, which is consistent with log file data. The console¿s power button was replaced with a new assembly, then the console was functionally tested and performed as intended. The serviced and repaired console was returned to the customer site after passing all tests per procedure. The root cause of the issue with the power button, causing atypical s1 and s3 alarms to occur, was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s1 and s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.